Event description:
On july 20, 1998, lifestyle customer svc rec'd a complaint of a broken gp contact lens from dr. A new lens was reordered for the pt. On july 28, co rec'd a returned broken lens from dr. With a note that stated that this was the second time a lifestyle gp lens had broke in patient's eye. Dr's office contacted that day (7/28) to confirm that a contact lens had broken in the pt's eye. A follow-up contact on 7/30/98 confirmed that an os lens (invoice # 816368) had broken in the pt's eye a week after excessive cleaning to remove a cloudy spot. The pt was able to remove the pieces without injury and no medical intervention was required. This lens was discarded by the pt and a new lens was ordered and shipped on 7/20/98 (invoice # 820670). This lens also broke, but not in the pt's eye, and this lens was returned to lifestyle for analysis on 7/28.